Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for the insulin flow was blocked. Customer stated his blood glucose were staying up over 30 and found insulin flow blocked. Customer treated with bolus. Troubleshooting was declined. The insulin pump will not be returned for analysis.